Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have an attached endoscope adapter (aea) bearings friction issue and cracks or holes in the silicone around the circuit board. The endoscope was visually inspected and manually tested by hand using a series of movement tests and it failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The failure was replicated and confirmed by the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error message 23003 with a 30-degree endoscope. The procedure was converted to open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the end of the procedure was performed via vaginal approach (traditional surgery). The issue was not solved by troubleshooting with isi technical support. The procedure was converted to open surgery because the endoscope was not recognized by the system. The patient tolerated the change to open surgery and was not injured. There was a malfunction of both the endoscope and the robot. The system was inspected before use. The problem occurred after the procedure had been running for 1 hour and 30 minutes. The delay did not occur at a critical step of the procedure. The patient did not experience any post-operative complications as a result of the surgical procedure.